Event description:
It was reported that pump displayed cartridge error messages. No additional information was received regarding impact to the customer¿s blood glucose level. Customer declined troubleshooting, no corrective actions were taken, and no further action was required from technical support.